Event description:
Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on march 13, 2012 describing this issue. This is the 16th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service, but with a different site. This new event was an internal agfa discovery and reported by an agfa service engineer on (B)(4) 2013. It was discovered there was dicomstore misconfiguration. There has been no data loss related to this issue because the locations set to purge were limited to the primary database and the web, thereby leaving the ol and o2 locations unpurged and available for image review. All image studies were complete and accessible. Cardio purge service upgrade is underway by agfa at this customer site. There was no report of patient harm. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in june 2008. A reportable correction is underway for this issue and has been reported to the FDA. (B)(4).

Manufacturer narrative:
.